Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back into the atrium. As the lead was sensing the patient's atrial fibrillation (af), thereby causing the left ventricular (lv) lead to not provide pacing support, loss of capture was observed on the lv lead. The rv lead was repositioned and remains in use. No action was required for the lv lead which also remains in use. No patient complications have been reported as a result of this event.